Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture strings and anchor were returned with biological debris on them. A functional assessment of the device found it functions as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided undated photo of the explant does not contribute to the clinical investigation of the root cause of the reported loosening of the anchor. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a humerus fracture surgery, after the minitac ultrabraid anchor was implanted, the screw was loosened. The device was successfully retrieved from the patient with the help of tweezers and suction. The procedure was finished with a smith and nephew back up device used in an additionally drilled bone hole, and there was a void left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).